Event description:
It was reported the customer experienced low blood glucose, requiring the paramedics to be called. Customer stated their blood glucose was below 46 mg/dl and the paramedics were able to increase their blood glucose to 77 mg/dl. The customer's blood glucose was 478 mg/dl at the time of the call. Customer stated they had treated with 8.95 units of insulin. The customer was also assisted with programming their insulin pump. Customer also attributed their low blood glucose event to their healthcare provider adjusting their basal rates. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.